Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure. The physician moved the pocket from left back to the abdomen on the right. The patient is reportedly doing well following the procedure.